Event description:
The patient reported that he became unaware of his surroundings. Ems checked his blood glucose around 10:45-11:00 pm and it measured 27 mg/dl. They delivered an IV of glucose. He stated that we was well-controlled during the day and thinks he may have over-bolused for dinner. At the time he called he was still wearing the pod and was feeling better, aware of his surroundings, and "back to normal."

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the patient's hypoglycemia. There are safety features in the design of the pod to prevent over-delivery of insulin which contributes to low blood sugar. No qualification records were reviewed because no product lot number was reported. The omnipod user guide warns "even if you cannot check your blood glucose, do not wait to treat symptoms of hypoglycemia, especially if you are alone. Waiting to treat symptoms could lead to severe hypoglycemia, which can quickly lead to shock, coma, or death," and " it advises "hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose (no matter how mild). If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your bg level to confirm.